Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8 mm) would not load properly. The seal failed to load properly at step 1; the string did not fold up properly. The seal remained inside and did not deploy. No patient harm.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) medical center. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.